Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to patient needing regular MRI and requested for MRI compatible implant. Subsequently, the patient was reimplanted with another cochlear device during the same surgery.